Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a tubing within the channel that appears to be 'chewed' and the tubing needs to be changed frequently between 24 and 48 hours instead of the normal four days. There was no leak found. The event happened during patient use at the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.